Event description:
Device malfunction: stuck device. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove, but was removed using counter-tension. Hemostasis was achieved with the starclose clip. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Eval of the returned device found it was received fully clip deployed. The external and internal components were in the correct post deployed positions with the exception of the vessel locator wings (vlw). The vlw were protruding out the distal end, severely bent distally and not collapsed into the tube set. This type of damage is known to create a difficult removal condition. The exchange sheath was also damaged at its distal tip and the edge of the sheath was rounded indicating it was stretched beyond the distal end of the tube set. The cause for the sheath to stretch excessively is unk. No mfg issue for the device was detected. We were unable to establish a conclusive root cause based on the investigation findings, but it is believed to be related to operational context. Review of the device history record for this lot did not produce any findings relevant to this investigation.